Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with no tortuosity or calcification in an unspecified coronary artery. During the procedure the distal portion of the guide wire tip separated from the floppy. The tip was stretched, but the guide wire remained in one piece. It was also reported that resistance was noted during withdrawal of the guide wire due to the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Catalog#: corrected. Evaluation summary: the device was returned for analysis. The reported stretched was able to be confirmed. The reported break was unable to be confirmed; however, there were noted stretched and misaligned coils. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was withdrawn resistance was met with the anatomy resulting in the reported difficult to remove. Manipulation of the device resulted in the reported/noted device damages (break/stretched coils, misaligned coils). There is no indication of a product quality issue with respect to manufacture, design or labeling.